Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injurythis issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 is- the patient also alleged visualization of black particles in tubing/mask. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found of evidence grey dust-like contaminant on air outlet of rear panel, indeterminate red rust-like contaminant under air outlet, indeterminate orange line of contaminant observed on top enclosure, indeterminate contaminant on bottom enclosure near power connector p4, grey and brown dust-like contaminants on sd card flip door and on top enclosure in sd card port, air inlet, and accessory module port, indeterminate brown contaminants inside top enclosure and edge of front panel, white dust-like contaminants and white hair-like objects on top of blower box, black dust-like buildup around edges of air inlet of blower box, indeterminate yellow contaminants all over inside of bottom enclosure, indeterminate black and white particles, white dust-like contaminants on top of blower, evidence of liquid ingress on bottom of blower and within blower box, black residue consistent with findings of keratin at blower outlet and on blower outlet seal, various contaminants and signs of water ingression within the air path. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of dust-like contaminant on air outlet of rear panel, indeterminate red rust-like contaminant under air outlet, indeterminate orange line of contaminant observed on top enclosure, indeterminate contaminant on bottom enclosure near power connector p4, grey and brown dust-like contaminants on sd card flip door and on top enclosure in sd card port, air inlet, and accessory module port, indeterminate brown contaminants inside top enclosure and edge of front panel, white dust-like contaminants and white hair-like objects on top of blower box, black dust-like buildup around edges of air inlet of blower box, indeterminate yellow contaminants all over inside of bottom enclosure, indeterminate black and white particles, white dust-like contaminants on top of blower, evidence of liquid ingress on bottom of blower and within blower box, black residue consistent with findings of keratin at blower outlet and on blower outlet seal, various contaminants and signs of water ingression within the air path. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.